Event description:
It was reported that during a da vinci-assisted hemicolectomy right surgical procedure, the small grasping retractor cable snapped. There was no reported injury. Intuitive surgical, inc. (Isi) made follow up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have a broken pitch cable at the distal end, and the broken cable segment that contains the crimp was still installed in the clevis pitch. The cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load an fatigue (cycling) characteristics. Variation in customer use condition procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The fa determined that the root cause of the failure was attributed to a component failure. Additional findings was that the small grasping retractor was found to have the flush tube guide dislodged. The root cause of this failure was attributed to mishandling/misuse. A review of the device logs for the small grasping retractor (part# 470318-10 / lot/serial# k102202280086) associated with this event has been performed. Per this review of the logs, the small grasping retractor was last used on a right hemicolectomy on (B)(6) 2022 via system serial# (B)(4). There were 9 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.